Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believed that they were not receiving basal insulin from the pump for the last 2-3 weeks. Customer reported that they experienced blood glucose (bg) levels between 230-240 (mg/dl) that would decrease with the delivery of boluses. Customer stated that it appeared that the boluses would get to their body; however, the basal insulin would not. System check with tandem technical support indicated pump was performing as intended. Customer reported that they saw insulin exit the infusion set tubing during troubleshooting, and verified that the basal insulin settings on the pump matched what was expected. Recommendation was made to consult with health care provider to discuss diabetes management.